Event description:
Bodyguard 323 pump kept alarming that there was an "up occlusion" shortly after the hyqvia igg infusion started (40 minutes in) when there was no occlusion (all lines changed) and the pump would not function in order to continue the infusion. This resulted in necessary medication not being delivered and over (B)(6) of immune globulin wasted given the medication has to be injected within a certain time period after injection of the hy first. I also suffered a reaction due to a medication that is required to be injected first(the hy) and then the second medication the immune globulin - not being injected due to the pump error.